Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient got the rechargeable device since she was having surgeries every 18 months and she didn¿t deal with anesthesia very well. Patient stated prior devices were being replaced due to normal battery depletion. Patient stated she regretted getting rechargeable device because she could never find the ins while using the ins recharger. The representative had done everything she could to help patient by putting an x on her skin but it ended up coming off. No further complication and events were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is not information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
***MDR decision corrected to not reportable. No additional supplemental required unless additional information received indicates reportable event.***